Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra mini meter was reading inaccurately high, compared to a calibrated laboratory meter. The complaint was classified based on customer service representative (csr) documentation, and further clarification when csr contacted the patient. The patient reported that he first became aware of the alleged meter issue on (B)(6) 2017 at 11 am, alleging that he obtained an inaccurately high blood glucose reading of ¿133 mg/dl¿ with the subject meter compared to ¿92 mg/dl¿ on a calibrated laboratory meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient reported that he manages his diabetes with oral medication (metformin), diet and exercise, and made no changes to his normal management regimen, in response to the alleged inaccuracy. The patient reported that at 1pm on (B)(6) 2017, he developed symptoms of ¿shaky.¿ in response to the symptoms he consumed some food and drink. He was advised by his doctor to stop taking his medication. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.